Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. The customer reported that insulin pen would be used for short acting insulin, and would contact hospital for long lasting insulin if needed.